Event description:
A pt was transported to hosp from pt's home on 2/21/97. The hosp notified facility that an over infusion had occurred. Pt was having seizure symptoms and required an infusion of normal saline to stabilize. The pt recovered and is fine at this time. The infusion pump had been set for a rate of 50 ml/hr for a volume 600 ml of tpn on 2/20/97. Mother of pt admitted that she had programmed infusion pump for a rate of 600 ml/hr for a volume of 50 ml in error on 2/21/97. After adverse event, infusion pump was evaluatred by biomedical group who could not determine any malfunction. It was found that infusion pump was delivering within its volume accuracy specs.